Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during daily check the cs300 had lead fault. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions,component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the ECG leads. The unit passed all functional and safety tests as per manufacturer's specifications.

Event description:
N/a.